Event description:
Per medwatch mw5108256: remodulin 100 ml cassette lot 4196398, expiration: september 21, 2016 in use approx 44 hours when no disposable beeping started. No further details provided.